Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n249960, implanted: (B)(6) 2011, product type: accessory. Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving bupivacaine (concentration 40mg/ml, dose 11.634mg/day) and morphine (concentration 22mg/ml, dose 6.398mg/day) via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. Multiple motor stalls and recoveries going back to (B)(6) 2015 were seen during an initial interrogation, the patient did not recently have an (magnetic resonance imaging) MRI. The patient had an unrelated computerized tomography (CT) scan on (B)(6) 2015. A motor stall was noted on (B)(6) 2015 22:40 followed by a stopped pump period may exceed tube set on (B)(6) 2015, a motor stall recovery was noted on (B)(6) 2015 05:13. The patient experienced sudden extreme pain beginning (B)(6) 2015. A different manufacturing representative later reported that the pump replacement was supposed to happen on (B)(6) 2015 but the health care professional was questioning if it is necessary because of the stall recovery. It was noted that a lengthy cervical, lumbar and thoracic MRI was done on (B)(6) 2015. All the 3 stalls recovered except for the last one that recovered on (B)(6) 2015 05:11. The pump was updated again on (B)(6) 2015. Per this reporter, it was unknown as to whether there were any possible reservoir volume discrepancies. Per this reporter, patient had no symptoms. The patient had cancer hence the need for regular mris. The reporter was to confer with the health care professional.